Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 42mg/dl and 48mg/dl customer¿s current blood glucose of 118mg/dl and customer declined troubleshoot for low blood glucose. Customer states that sensor glucose and blood glucose difference was not within the acceptable range but insulin pump was not suspended due to sensor glucose values. Sensor will be return for analysis.